Event description:
The reporter did meter to hcp meter comparison tests, 20 minutes apart. Reporter's meter reading was 165mg/dl, and reporter's doctor's meter (type unknown) read 92mg/dl. Reporter did not have any symptoms. Control solution testing was not done due to unavailability of supplies. On followup, the reporter described proper testing techniques. No harm was alleged.